Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed. The unit went through testing on pftp (patient side cart -psc fixture test platform) and passed all the tests. The errors were not able to be replicated on the pftp, but the errors were confirmed in logs.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, site observed error 26002 & 319 occurred on universal surgical manipulator (usm) 2, usm was not responsive. They recovered fault 319 and disabled usm2. The procedure completed with 3 arms with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was a procedure intended for 3-arms and ports were already placed. The error happened when they were about to dock the system.